Manufacturer narrative:
(B)(4). Returned meter was evaluated with no defect found. Test strips were not returned for investigation. Most likely underlying root cause: user had an inacurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The blood glucose testing is performed twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 339 mg/dl and 310 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/18/2018 and open vial date is 10/05/2015. The meter memory reviewed for fasting test results performed: (B)(6). Adverse event not reported.